Manufacturer narrative:
Retrospective record review and proactive reporting of incidents where available information is insufficient to confirm non-seriousness.

Event description:
The participant initially experienced itching with the a60 adhesives and was transitioned to a34 adhesive (more gentle adhesive). However, after only 3 hours of wearing, the user experienced skin irritation.